Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the first fire on the sleeve with a black reload and seam guard went as expected. The staff reloaded the stapler with a second reload and noticed that the anvil was bent from the first firing of the device. The procedure was completed with a second like device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2021. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards, with buttressing material and suture, and with one gst60g reload present. The reload was received unfired. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.